Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that high pacing capture thresholds were noted during the implant procedure. The lead was attempted and not implanted. A different lead was implanted. No patient complications were reported as a result of this event.